Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Bone / tissue was seen attached to the implant external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 14 (universal) and was used for approximately 6 years and 4 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review for the lot (62531075) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62531075) for similar event keyword category (functional: fracture : implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA (510k) #: k011028, k013227.

Event description:
It was reported that implant fractured. The platform of implant body was fractured. The implant was removed and another implant was placed. Tooth site # 14.